Event description:
It was reported that approximately two weeks post implant the right ventricular (rv) left bundle branch lead exhibited intermittent undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.